Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - bending angulation: insufficient angulation - play of the angulation control knob - switch number 1 tear of rubber - bending section rubber glue chipping - bending section rubber glue crack - bending section rubber glue whitishness - the objective lens glue whitishness - the light guide lens glue whitishness - the distal cover dent - the distal cover burn - switch number 1 air leak however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - in the precleaning, the insertion section was wiped with tanpaclean® wipes, but other procedures, such as aspiration of water, flushing the air/water channel with water and air, and flushing the auxiliary water channel, were not implemented. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Instructions, operation manual for oer-3 describes ¿check the concentration of the disinfectant solution with the test strip each time an endoscope is disinfected¿. However, concentration check of the disinfectant solution was practiced only first thing in the morning in the subject facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In pre-cleaning, only the outside of the insertion part is wiped with tampa clean. The cleaning solution used for endoscope was ft zyme. The minimum effective concentration is checked monthly. The leak testing the endoscope before manual cleaning was not implemented. The endoscope channels were brushed during manual cleaning. The aer used to reprocess the endoscope was olympus endoscope reprocessor-3. No issues were identified with the automated endoscope reprocessor. Aceside was used as a disinfectant for the endoscope. Its minimum effective concentration was checked. The date of the last reprocess-in service performed by an olympus endoscope support specialist was 26april2023. There was reported a change in the facility's reprocessing personnel since the last olympus endoscope service specialist onsite visit from family fresh to ft zyme for external surface cleaning. The reprocessing personnel are trained in proper reprocessing methods for endoscopes and study sessions are conducted. The processed endoscopes are stored in a storage area.

Manufacturer narrative:
Updated field: b3.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.